Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission showing myopotential inhibition on an ICD and low level, high frequency noise that was inhibiting pacing. Myopotential oversensing was suspected. Programming changes were discussed. No symptoms reported and patient will be monitored with routine follow-up.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Additional information: the results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
New information states that the device was explanted and replaced on (B)(6) /2019. No further information was available.